Manufacturer narrative:
Serial number: (B)(4). For 3 of the 3 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. For 2 units, the on/standby switch was replaced to resolve the reported issue, for 1 unit the power control board was replaced to resolve the issue.

Event description:
This report summarizes 3 malfunction events. A review of the events indicated that model 1009-9212-000 anesthesia gas machine had unexpected resets. 1 event reported as sudden reset resulting in a loss of mechanical ventilation, 1 restarted automatically resulting in loss of mechanical ventilation, 1 experienced intermittent resetting resulting in loss of mechanical ventilation. These reports were received from various sources. Of the 3 events, 1 did not involve a patient, 2 involved patients. There was no patient information available.